Event description:
Per the clinic, the patient experienced a skin infection at the abutment site. Additional information has been requested but has not been made available as of the date of this report.

Event description:
Per the clinic, the patient was treated with oral antibiotics for a week (specific date not reported).